Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately 6 months ago.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an electrical type shocking sensation in the left side of his tongue and down his left arm. Additionally, patient feels his tongue go numb when he turns his head. The physician assessed that these symptoms are occurring due to a pinched nerve in the seventh and eighth cervical vertebrae because it is occurring only in certain positions and does not believe it is due to the dbs system.